Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review result: post-op x-ray for t2-ilium by report for of construct not visible. Fusion status unknown. Rods look short for construct both ilium. Set screw appear to be connected to the tulip still but the rods are out of screw threads. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent t2-ilium neuro-muscular scoliosis surgery with the goal of fusion and stability. On an unknown date, post op, the implanted set screw dislodged from the screw. No patient complications were reported due to this event; hence, a revision surgery has not been planned to remove the set screw.